Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced a failure to contain blood/medication. The following information was provided by the initial reporter: material no.: 305060. Batch/lot: unknown/not reported. I have product in a bio hazard bag -- had patient contact syringe cracked during medication administration at bedside.

Manufacturer narrative:
Investigation: one used 3ml syringe with a customer¿s needle attached was received loose inside a biohazard bag and visually evaluated. Dried medication residue was observed throughout the syringe fluid path, the needle, and the inside of the bag it was received in. A large crack in the barrel wall of the syringe was observed between zero line and 2ml to the right of the scale markings. Potential root cause for the cracked barrel defect is associated with the assembly process. The batch # is unknown therefore a DHR can not be performed.

Event description:
It was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced a failure to contain blood/medication. The following information was provided by the initial reporter: material no.: 305060. Batch/lot: unknown/not reported. I have product in a bio hazard bag -- had patient contact syringe cracked during medication administration at bedside.